Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Patient reported that their jaw hurts and their bite feels off and their bottom teeth are still not straight. Requested bite video and provided information on tmj and bite concerns.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.